Event description:
Pt received shot at dr's office, states right knee shot was fine, but left knee caused a lot of pain with shot, and she felt dizzy after the shot, had to lay down. Now home, shots helped by about 75%. No report of continued dizziness, still gets slight discomfort in knees. Frequency: other, route: intra-articular. Dates of use: (B)(6) 2018, diagnosis or reason for use: osteoarthritis. Is the product compounded? No; is the product over-the-counter? No.